Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual inspection shows that only the broken needle can be observed. No further information was provided. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained device issue. Based on the investigation findings, the potential root cause is traced to procedural variables, such as handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the device while it was inserted causing the needle breakage. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device manufacture date was unknown. UDI: (B)(4).

Event description:
It was reported by the sales rep that during a meniscal repair surgical procedure on (B)(6) 2024 the truespan 24 degree peek device needle detached. The steel needle fell off inside the joint. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.